Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported since the patient was admitted urgently. During the index procedure a leak was identified and the physician added another manufacturer¿s device. The leak was not resolved. The physician decided to convert the patient to open repair. The type of endoleak was not identified even after the open repair; however, the physician noted possible IV or iii. During the open repair, the devices were not explanted and the intervention was to sew the ruptured portion. The physician noted that the event had no relation with the device. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (endoleak, open surgical procedure). Lack of information (unknown cause). Related to another drug/device.